Manufacturer narrative:
Per chemistry study the ir spectrum of the unknown substance showed similar absorption characteristics when comparing to silastic adhesive like material. The complaint was confirmed to be a manufacturing nonconformance. Corrective actions are currently being investigated in the manufacturing process to prevent complaints of this type.

Manufacturer narrative:
We received one flotrac sensor with an attached non-ew IV tubing set and pressure tubing set for examination. Priming solution was visible inside the entire unit. A brown paper like material, about 7/50" x 2/25" in size, was found in solution inside of the distal three way stop cock. The material was located on the patient side of the unit. There was no damage or defect observed from the unit. The kit was flushed continuously for 5 minutes from the IV side. The particulate was flushed from the stand-alone stopcock area to the lab IV catheter hub and stayed at the IV hub at the end of a 5 minutes period. The particulate was removed from the IV catheter hub and sent to chemistry for analysis. Once chemistry results and are available a supplemental report will be forth coming. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that "about 2mm size of unknown material was found near the three way stopcock at the patient side of the kit during priming before use. Therefore, the kit was not used to the patient."